Event description:
Per user facility medwatch report: 4-4-13 broken hardware, hardware removal, non-segmental. She has had an extensive thoracic and lumbar decompression and stabilization due to multiple disc ruptures and an acdf. She has had t5 to iliac crest fusion. Procedures on (B)(6) 2012, involved multi level osteotomy for reduction of kyphosis. Pedicle screw fixation t5 to sacrum and iliac crest and other procedures. She started developing increasing si joint pain being her predominant issue. She has a fractured screw and is having pain across both si joints. Scan showed a broken si screw and lucency around that area. Bone formation fairly solid, therefore, option of hardware removal was discussed with the patient. The patient tried numerous conservative measures without any improvement. The rods were cut with a cutting bit on the midas rex and the rods were removed and then the iliac wing screws were removed without difficulty. The hospital was contacted and it was reported that samples will not be returned. Hospital policy prevents sample return if a medwatch form was filed.

Manufacturer narrative:
The device was retained by the customer and is not available for evaluation. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. Review of complaints found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
It was reported on (B)(6) 2013 ¿ that patient had thoracic and lumbar decompression and stabilization due to multiple disc ruptures. Patient had t5 to illiac crest fusion. Patient started developing increasing si joint pain being her predominant issue. Scan showed a broken si screw and latency around that area. Bone formation fairly solid and the patient tried numerous conservative measures without any improvement. The rods were cut with a cutting bit and the rods were removed and then the iliac wing screws were removed without difficulty. Device was not returned for further evaluation. The review of the device history record identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. Additionally, a review of the complaint trend analysis found no related complaints associated with product ID: 1797-22-865, and no related complaints associated with lot no: rl137786. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. Device not returned.